Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the physician noticed an abnormal deformation of the outer layer around the force sensor and there was no irrigation. During the procedure, the physician noticed an abnormal deformation of the outer layer around the force sensor. The phenomenon occurred after introduction qdot micro¿ catheter into the left atrium (left venous access and then trans-septal puncture). The patient had received heparin after trans-septal puncture. A stimulation for several minutes was carried out in laa on map 1-2 (distal electrodes) of the qdot catheter. Catheter flushing was not checked at the very beginning of the procedure and irrigation was not activated during stimulation. No residue was left in the patient. The entire catheter was immediately removed and then changed. No radiofrequency treatment carried out with this catheter. No patient consequences. Device investigation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, microscopic examination and irrigation test of the returned device were performed in accordance with bwi procedures. According to pictures provided by the customer, blood was observed inside the pebax, however, during the analysis of the returned device in the lab, no blood residues were identified inside the pebax. Nevertheless, the pebax sleeve was observed to be cracked/broken. The customer also stated that catheter flushing was not checked; however, an irrigation test was performed and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pebax's issue reported by the customer; was confirmed. The potential cause of the cracked/broken condition of the pebax could be related to the insertion of the catheter into the left atrium during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. On the other hand, the irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: the full UDI has now been provided under field d4. Primary UDI number. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the cracked/broken pebax identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported no irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the physician noticed an abnormal deformation of the outer layer around the force sensor and there was no irrigation. During the procedure, the physician noticed an abnormal deformation of the outer layer around the force sensor. The phenomenon occurred after introduction qdot micro¿ catheter into the left atrium (left venous access and then trans-septal puncture). The patient had received heparin after trans-septal puncture. A stimulation for several minutes was carried out in laa on map 1-2 (distal electrodes) of the qdot catheter. Catheter flushing was not checked at the very beginning of the procedure and irrigation was not activated during stimulation. No residue was left in the patient. The entire catheter was immediately removed and then changed. No radiofrequency treatment carried out with this catheter. No patient consequences. Additional information was received indicating that no sheath was used on this ablation catheter. The damage was described as if the pebax area had ¿melted¿ and they did report an oversight of not flushing the catheter at the beginning of the procedure. When they realized there was an issue, they immediately performed a flush outside patient's heart, but the irrigation fluid was going inside the catheter and causing the pebax to swell. We immediately changed the catheter, given its behavior.

Manufacturer narrative:
On 14-aug-2024, the product investigation details were updated to clarify that the customer, also states that catheter flushing was not checked at the very beginning of the procedure and irrigation was not activated during stimulation; which is contradicting the IFU. As such, the coding has been updated as follows: investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: label (g04080) were selected as related to the customer's reported no irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 6-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).